Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that high thresholds and suspected loss of capture were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.